Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "over infusion 21ml over the limit" was reproduced. Evaluation tested the device for flow accuracy and found the device to deliver with (B)(4) error. The event history log review was performed for event report date june 7,2024. However, on customer's last day of usage june 10,2024 revealed 2 infusions programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. The infusions ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the pressure plate travel out of adjustment. The pressure plate travel requires adjustment and m2/m3 springs, mechanism door and hooks requires to replace to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an over infusion 21ml over the limit. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.